Event description:
Kimberly-clark received a report from (B)(6) stating, "nurse opened 1 box of 10 sterile cannula for rf procedure. Found 5 of the individually packaged cannula had not been sealed at the bottom of the package, thus compromising sterility. No patient was involved." This was discovered prior to use. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
We have reviewed the DHR for this lot and have confirmed that the sealing process parameters were within specifications and the product passed in-process inspections. The device has not yet been returned to kimberly-clark for evaluation. Photos attached to the complaint record show the peel away pouch is opened on the end. We have not yet determined a root cause for the reported event as the investigation is ongoing. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.